Event description:
Report received of the pump not alarming occlusion, when it was known to the user that there was an occlusion. The pt was to be receiving fentanyl and bupivacaine at 6ml/hr continuous with a bolus of 2ml every 20 minutes via an epidural catheter for post-operative pain. The pump had been set up in the post anesthesia care unit and that is where the slide clamp on the tubing set was inadvertently left in the closed position. The following morning the anesthesiologist and staff nurse were in the patient's room, ordering dilaudid for what they thought was break through pain. The nurse noticed the IV bag with fentanyl and bupivacaine was still full. Then it was noticed that the slide clamp to the tubing set was in the closed position. The staff and anesthesia staff that checked the patient during the two previous shifts had seen the rotor move and the pump display indicated on-going delivery. No alarm sounded for the occlusion. The clinical engineering department reportably ran tests and could not find anything wrong with the programming. The pt received dilaudid to get the pain under control and was hooked up to a new pump, which operated fine. The pt has been discharged home. No report of adverse patient effect.